Event description:
Fasciablaster marketed by (B)(6). I purchased her fb and watched her video instructions. She instructed to use this at a pain level of 7. I did this and started getting spider veins, which I did not have before. In contacting her, she replied it's just blood flow and it's working, they will get better. She claims you get worse before better and that bruising is good. I also gained weight and my stomach became bloated and inflamed, a side effect she claims. It will get better. I now get horrible cramping in my calves that I've never had before. She claims to be a scientist amongst other things, I think she needs to be investigated as now her protocol has changed. Many videos will show how she changes her protocols. My fb actually had a label that states it is a medical device. Please investigate this as many people are getting hurt by this.